Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device whereas a definitive cause for the reported event for the dirt in objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had broken distal fiber, dents on objective frame, outer tube, scratches in outer tube, dirt on objective lens in objective unit, loose light guide connector, and failed light transmission. There was no patient involvement.